Event description:
A customer reported that an 840 ventilator was being used on a patient when a therapist noticed mucous and a blood clot in the circuit. The therapist then attempted to clean out the circuit when the ventilator went inoperative with error code kb0008. There was no reported patient injury.

Manufacturer narrative:
A representative from the hospital biomed department reported that the ventilator was functioning normally while running on a test lung. The device passed the extended self test (est). The covidien technical service engineer (tse) recommend running the ventilator for an additional 24 hours before releasing to service. The customer acknowledged and will call back if further assistance is needed.(B)(4)